Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experiences burning at her ipg site. The burning sensation is intermittent and heating is present even when system is turned off. The sjm representative met with the patient and all impedances were normal. Patient has recently lost weights causing the ipg pocket to be loose. X=rays are to be ordered and surgical intervention is pending to address this issue.